Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through 10 cartridges as the customer was not able to see insulin exit the tubing during fill tubing. A new cartridge was loaded to address the event. Additionally, it was reported that the customer experienced intermittent low blood glucose (bg) levels. However, the exact value was not provided and the cause of the bg level was unknown. The bg level was addressed by the customer consuming sugar pills. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level.